Event description:
It was reported that an ilet pump did not respond after being placed on the charger, despite showing a solid charging light and an estimated 50% charge earlier in the day; the user was advised to try a different power outlet and allow additional time on the charger. Symptoms included no alerts or alarms and no clinical symptoms reported. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included remote troubleshooting and user education focused on charging verification and power source checks. Investigation of this case revealed a device power or charging concern that was not reproduced during the call, with no hardware alarm behavior noted. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction.